Manufacturer narrative:
The intraocular lens (iol) was received with a heavily damaged optic, precluding diopter measurement. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 17.5 diopter of this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received. Based upon our investigation and the fact that no lens was available, no further investigation could be performed. All information available is included in this report.

Event description:
It was reported the intraocular lens was removed and replaced 2 1/2 months after the initial implant. Reason stated was anisometropia and inadequate vision.